Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number: 03.820.111, lot number: t164467, manufacturing site: tuttlingen, release to warehouse date: 01-oct-2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. H6: investigation summary: investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection visual inspection confirmed that one of the toggle handles is completely jammed and one thumb screw assembly has separated. Besides, the instrument shows normal signs of use. Functional test it was not possible to move the toggle handle as it was completely jammed, hence the thumb screw could not be assembled properly. Dimensional inspection: relevant feature was checked with caliper thickness of toggle handle. Document/specification review: relevant drawings 03_820_111_20 revision e (thumb screw sub-assembly) and 03_820_111 revision f (vertebral body retainer) and se_769161 rev a (toggle handle) were reviewed during this investigation. This vertebral body retainer was manufactured in october 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Summary: the returned vertebr-body retainer was examined, and the complaint condition was confirmed as one thumb screw assembly has separated. Furthermore, one toggle handle is completely stuck and can only be moved marginally. The review of the production history revealed that this instrument was manufactured in october 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked before they leave the manufacturing site. No manufacturing related issues were noted. Unfortunately, only limited information was provided as damage was noted during return inspection. However, the malfunction can be traced back to an inappropriate reprocessing; obviously the recommended lubrication after the cleaning process was not carried out properly. The insufficient lubrication caused the lever of the instrument to become seized up. Please note, the clinical reprocessing instructions (important information leaflet se_023827_am) states that instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts must be lubricated after the reprocessing. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device brought to the analysis site on (B)(6) 2020. Phone: (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020, that the rotation part of the device is stuck. It was discovered by logistic partner. It was unknown if there was any surgery or patient involved. This compliant involves one (1) device. This report is for (1) vertebr-body retainer. This report is 1 of 1 for (B)(4).